Event description:
It was reported that all therapies were exhausted for an episode of fast ventricular tachycardia (vt) and the device failed to convert the arrythmia. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.